Manufacturer narrative:
It was clarified that the device was being set up for use (outside of use) when the monitoring of tidal volume of the ventilator was inconsistent with the patient's own condition, which might aggravate the patient's carbon dioxide risk. The device was swapped out with a different device. No other medical intervention provided to the patient, nor a delay was noted. It was confirmed that the device is out of warranty and that the customer declined service and repair and decided to go with a 3rd party vendor for the repair; therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the patient's respiratory failure was treated with non-invasive mechanical ventilation, and the monitoring of tidal volume of the ventilator was inconsistent with the patient's own condition, which might aggravate the patient's carbon dioxide risk. There was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. Investigation is ongoing.